Event description:
It was reported that the patient underwent and right shoulder arthroplasty. Subsequently, approximately a one (1) year later the patient underwent a revision surgery due to the implants disassociating.

Manufacturer narrative:
(B)(4). Concomitant medical products: item#: 15397, comp rvs cntrl 6.5x35mm st/rst; lot#: 694620. Item#: 180558, comp nlk scr 3.5hex 4.75x20 st; lot#: 218000. Item#: 180560, comp nlk scr 3.5hex 4.75x30 st; lot#: 272890. Item#: 180551, comp lk scr 3.5hex 4.75x20 st; lot#: 215360. Item#: 180552, comp lk scr 3.5hex 4.75x25 st; lot#: 564920. Item#: 115310, comp rvrs shldr glnsp std 36mm; lot#: 407000. Item#: 113613, comp primary stem 13mm micro; lot#: 65010251. Item#: 110031418, cr prolong 36mm brng std; lot#: 64980853. Item#: 110031399, mini tray std cocr +0 offset; lot#: 64937317. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: four views of the right shoulder demonstrate a reverse total shoulder arthroplasty with implant disassembly and dislocation of the glenosphere. Glenosphere appears to be intact on the initial three images suggesting a possible single event causing dislocation. Per the complaint description, ¿the patient was revised due to the glenosphere not being impacted to the baseplate.¿ as such, it is unknown if the glenosphere and taper assembly was impacted properly or if it disassociated later. Therefore, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.